Event description:
It was reported that during an unk surgery, when opening the packing it was noted the anvil cannot be attached. Changed the new one to complete surgery. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 8/215/2023. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot/batch number, x9535k, and no non-conformances were identified.